Event description:
Related manufacturer reference number: 2017865-2019-11920.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-08750. It was reported that the patient presented in clinic for follow up. Upon device interrogation, the implantable cardioverter defibrillator had previously incorrectly interpreted six events of supraventricular tachycardia as ventricular fibrillation and the patient received four inappropriate antitachycardia pacing. Two episodes, the patient did not receive any therapy due to the right ventricular lead exhibiting low impedance. The lead also exhibited over-sensing that did not contribute to the inappropriate high voltage therapy. It was suspected that the lead had integrity issues. No intervention was performed. The patient was stable and would continue to be monitored.